Event description:
A customer reported an unexpected negative reaction when testing a patient sample on the galileo echo instrument.

Manufacturer narrative:
Review of the files show: capture-r ready screen batch (B)(4). All cells resulted negative, but cell 2 visually appear to have some red cell adherence. Cell 2 is an anti-e positive cell. The positive control well appeared positive as expected with a well score of a 4+ interpretation. Strip 2 well 1=0. Strip 2 well 2=0. Strip 2 well 3=0. Strip 2 well 4=100. Capture-r ready ID: (B)(4). Cells 8-14 appear to have some red cell adherence and cells 8-14 are anti-e positive cells. Cells 1-7,9, 10 and 14 resulted negative. Cells 11 and 12 resulted equivocal. The positive and negative control well appear as expected with well score of 4+ for positive control and 0 for negative control. Capture-r ready screen batch (B)(4) resulted negative in all cells, but cell 2 appear to have some red cell adherence. Cell 2 is an anti-e positive cell. The positive control well appeared positive as expected with a well score of a 4+ interpretation. [Reactions] strip 1 well 1=0. Strip 1 well 2=0. Strip 1 well 3=0. Strip 1 well 4=100. Customer is only reporting this one sample as giving unexpected negative results. Advised customer that the sample could not be ruled out as a newly develop anti-e on this patient. The customer was advised that there were e positive cells that resulted negative or equivocal that visually appear to have some red cell adherence, but resulted negative. Customer was advised that a the communication that was sent out to inform the customer that we are aware of some instances on the echo where the instrument may generate a negative well interpretation for capture-r ready-screen or capture-r ready-ID assays and subsequent visual interpretation of those reactions are weak positive or questionable (equivocal). We are recommending that you perform a visual verification of negative reactions before final release of those well results. This information was referenced in (B)(4).